Event description:
After the pump was used on a patient, the nurse reported that the infusion seemed to deliver faster than expected. No patient injury occurred. No further information about the patient or infused drug was made available.